Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited post-sensed t-wave oversensing resulting in inappropriate atrial fibrillation and tachycardia detection electrograms. The patient was seen in clinic for further evaluation. The device was reprogrammed. The patient was asymptomatic and would continue to be monitored.